Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the pump was removed due to "problems." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).